Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that the device was used for a laparoscopic salpingo-oophorectomy. The pouch ripped, leaving it unattached in the patient. The caller requested materials composition information. The IFU was read and the customer was called back and advised that the device was made from (B)(4). The caller advised that the device was retrieved. The device was discard.